Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging particles in device. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation manufacture observed that dust-like contamination in air outlet port. Air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had significant dust-like contamination all over the top of it. Significant dust-like contamination on the top of the blower box lid and surrounding area, on the top of the blower motor and inside of the blower box. Dust-like contamination in bottom enclosure. Air inlet seal had yellowed and had dust-like contamination on it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In box g: - date received by mfg. Has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated